Manufacturer narrative:
The ECG data from the event was returned and evaluated. Review of the activity log did show evidence of poor pad contact between the patient and the pads. This indicates poor coupling of the electrode pads to the patient's skin; however, the three sets of electrode pads were not returned for evaluation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician unplugged the pads and plugged them back in and was able to obtain a rhythm to continue treating the patient and the malfunction occurred a second time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.